Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. While patient was reporting this pod for elevated bg levels with vomiting, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Additionally, the patient did not hear a "double beep" upon filling the pod with insulin, thus, indicating a failure of the device to operate as intended during the activation process. When removed, the cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation found damage to the unexposed portion of the soft cannula, as well as insufficient charge and corrosion across all batteries. It is unclear when these defects were incurred, or if they contributed to the reported event. No other defects or manufacturing deficiencies were found that would contributed to a needle mechanism failure, a bent or kinked cannula, the reported high bg levels, or a failure of the pod to double beep after fill. The needle mechanism was reset and rerun during the investigation and was found to deploy at the expected time. No bends or kinks were observed on the soft cannula. During pod download, the pod successfully beeped. Although no other defects were observed, a root cause for the reported event could not be determined.